Event description:
It was reported that patient fell in (B)(6) 2012 and had severe tailbone pain for the last three months. Patient visited here primary care physician (pcp) who did x-rays on (B)(6) 2012 to see if the tailbone was broken. Upon seeing the x-rays, the pcp thought that the catheter had dislodged; patient thought "her tailbone pain was caused from the catheter being dislodged". It was added that patient had her pump removed a few years ago (reported in MFR report# 3007566237-2012-03026) and the catheter was left in place. Additional information received from the pcp indicated that the "baclofen pump was not implanted by them and that patient's evaluation was still in progress". A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
The previously reported conclusion no longer applies to this event.

Manufacturer narrative:
Concomitant medical product: product ID: 8711, serial#: (B)(4), implanted: (B)(6) 2008, explanted: no. (B)(4).

Event description:
The neurosurgeon did not feel the pump was causing the patient's pain.